Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (28 mg/dl). Customer consumed liquid glucose to stabilize blood glucose levels. Reportedly, the pump appears to be functioning as expected.